Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) has an intrinsic rhythm of 100 bpm. T-wave oversensing during exercise reportedly led to the device pacing at the lower rate limit of 70. Device programming was adjusted to optimize therapy and defibrillation threshold (dft) testing was conducted. The t-wave oversensing had resolved at the next clinic check. Wenckebach was reproduced at high heart rates; the field representative noted that this appeared to have been an issue. The physician noted that the device was functioning appropriately. It was later reported that the device was storing pmt events when the patient was exercising. Ts discussed programming options and suggested checking for retrograde conduction prior to programming. No adverse patient effects were reported. This device remains in service.